Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The nxt li-ion battery in the complaint has been received for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The autopulse nxt platform was applied to a patient on a vsa call and when the paramedic crew attempted to reinitiate the unit, the fully charged autopulse nxt li-ion battery (sn (B)(6)) in the unit died instantly. They swapped out the battery for a spare battery and were able to continue with the CPR. Rosc was achieved within 30 seconds and maintained until transfer of care (toc) at hsn. Also, the battery won't take a charge, and when you press the charge indicator button no lights appear, it's dead. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint that the fully charged autopulse nxt li-ion battery (sn (B)(6) died instantly in the autopulse nxt platform and now will not charge was confirmed during functional testing. However, since the archive could not be retrieved, the root cause is undetermined. Upon visual inspection, no physical damage was observed. The status leds of the battery did not illuminate. The archive could not be extracted. The customer reported complaint was confirmed during functional testing. The battery failed charging in a known good nxt charger. The charger displayed a red fault light. No leds were lit on the battery after the charging attempt.